Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device failed to shock with external paddles while in use on a patient. This event will be reported as a serious injury because of the possibility of patient harm. Additional information has been requested from the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The customer hospital biomed evaluated the device.

Event description:
A customer reported that the device failed to shock with external paddles. The patient's ventricular fibrillation spontaneously disappeared. The device was reported to be in use on a patient, causing a delay in emergency therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer hospital biomed evaluated the device and the device passed operation check. No ECG monitoring strips or case event files were provided to philips for review. No parts were replaced. The device remains with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.